Manufacturer narrative:
(B)(4). Date sent: 2/28/2025. D4 batch #: y70400. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the black coating of the blade damaged. In addition, the clamp arm was detached. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to verify the condition of the internal components and no anomalies were found. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activations without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y70400, and no non-conformances were identified.

Event description:
It was reported that, during an unknown procedure, an unknown error occurred continuously, and the device could not be used. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2025 corrected data: h11 investigation summary additional information was obtained: it was unknown that the clamp arm fell when the event occurred. The clamp arm not remained in the body. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the black coating of the blade damaged. In addition, the clamp arm was detached and not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to verify the condition of the internal components and no anomalies were found. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activations without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar, or possible entanglement in fibrous tissue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y70400, and no non-conformances were identified.